Event description:
This supplemental report is being filed to provide additional information. It was reported that the system has been programmed off. There were no additional adverse patient effects. It was reported that this patient had recently had an lvad implant procedure. The patient's sicd system was screened and there was noisy signals in primary and alternate sensing vectors. Alternate sensing vector did not pass. The physician may explant the device and replace with a transvenous system, however at this time it remains in service. No adverse events.

Event description:
It was reported that this patient had recently had an lvad implant procedure. The patient's sicd system was screened and there was noisy signals in primary and alternate sensing vectors. Alternate sensing vector did not pass. The physician may explant the device and replace with a transvenous system, however at this time it remains in service. No adverse events.